Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to get more information on the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported via medwatch - (B)(4): IV catheter was used as access device during a right/left heart catheterization. In an attempt to gain access, the catheter tip was retained inside the patient. The patient required surgical intervention to remove the catheter tip.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the concern. If additional pertinent information becomes available a follow-up report will be filed.